Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer experienced elevated blood glucose (bg) levels (400 mg/dl). Customer stated they did not know the cause of the elevated bg levels. Customer delivered a correction bolus to bring bg levels back to target range. Recommendation was made to discuss diabetes management with their health care professional.